Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 20 days after the primary surgery, the surgeon performed a washout and revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 october 2022 on lot 2117774: (B)(4) items manufactured and released on 29-mar-2022. Expiration date: 2027-mar-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implants batch review performed on 10 october 2022 on liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot 2118342: (B)(4) items manufactured and released on 10-mar-2022. Expiration date: 2027-jan-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 10 october 2022 on stem: sms solid 01.36.162 sms collared solid stem lat size 2 (k203041) lot 2102620: (B)(4) items manufactured and released on 19-jul-2021. Expiration date: 2026-jun-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 10 october 2022 on ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 2119452: (B)(4) items manufactured and released on 30-mar-2022. Expiration date: 2027-mar-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.